Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was simply and completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient status was stable.